Event description:
Boston scientific received information that the patient presented to the hospital with complaints that the device was emitting tones. Upon interrogation it was noted that three months earlier the device had attempted to provide therapy, however it shocked into a shorted lead condition. Several warning messages stating that the charge time had exceeded the limit were also seen. The multiple charge times that exceeded the limit had eventually depleted the battery and put the device into safety core. An x-ray was taken and was inconclusive; however there was thought that an issue with the conductor on the right ventricular (rv) lead may have been visable on the x-ray. Boston scientific technical services (ts) was consulted and recommended replacement of both the device and rv lead as the root cause remained unknown. Subsequently a revision procedure was performed where the device and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.